Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The cxi support catheter was used for a left leg arteriogram intervention. The catheter was over a wire guide, subintimal, and used to cross a very tight long lesion in the superficial femoral artery (sfa). The doctor tried to rotate the catheter multiple times to redirect the tip, causing the middle of the catheter to twist to the point where the catheter would no longer advance over the wire guide. The catheter was removed and another catheter was used to complete the procedure with no harm to the patient. Device imaging identified twisting in the catheter to the point of compromise in material integrity.a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.